Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument misfired. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
10/6/1998- supplemental report sent to FDA. Corrected date entered in d-9 (product date). Device evaluation indicated and codes entered in h-3 and h-6. At the time of our initial submission, we were told that the clinical device was discarded. However, since then, we have received the product. We have changed d-9, h-3 and h-6 to reflect this.